Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer was in a bicycle crash and the pump touch screen became shattered. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was approximately 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.